Manufacturer narrative:
Concomitant devices: phoenix (manufactured by (B)(4)), balloon and wire (manufacturers not specified). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the tip of the flexor ansel guiding sheath split in two places during a left leg angioplasty procedure and wasn't noted until the device was removed from the patient's anatomy. According to the physician there was trouble getting the sheath inserted because the patient had tough skin and it is presumed this is when the damage occurred. The insertion site was the contralateral right groin. After removal of the complaint device, bleeding was reported which required manual pressure for approximately forty-five minutes to achieve hemostasis. The physician had planned to use another manufacturer's closure device to close the opening in the vessel, but was unable due to the reported event. The procedure was successfully completed with a positive patient outcome. No additional procedures were required.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used kcfw-7.0-18/38-45-rb-anl0-hc was returned. The dilator was not included in the return. There was minimal biomatter visible on the hub. There were two impressions in the sheath tip, it was folded inward, but was overall intact without splits. The tip does not feel sharp. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions, quality control procedures, and overall device master record was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this event is not related to the device but may be related to the patient¿s anatomy as the patient reportedly had ¿tough¿ skin. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.